Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report, an error message was displayed, the error code was caused by corrupted software. It was also noted that the link electronic module (lem) board failed during system functional testing.

Event description:
It was reported that error is displayed when rf (radio frequency) head is not connected. The programmer was returned for repair. No patient involvement was reported.